Event description:
On 12/9/97, a pt with a history of polyps, gallstones, colitis and cancer presented to clinic with a complaint of right flank pain. A diagnostic coloscopy was performed in an attempt to diagnose a possible spastic colon. During procedure, physician observed a normal colonic mucosal surface. On 12/11/97, pt presented to emergency room with pain. A colonoscopy was performed, during which physician noted inflammation of lower rectal mucosa. Inflammation had not been noted during previous colonoscopy performed on 12/9/97. Blood cultures were taken (results unk) and treatment with antibiotics, cortisone and enemas was initiated in response to the pt's elevated temperature and also as a precaution in absence of a definitive diagnosis of cause of pt's condition. Physician's preliminary diagnosis was that of a possible chemical burn due to glutaraldehyde contact. Confirmation of this preliminary diagnosis could not made, however, since physician had never observed this condition. In addition, according to physician, confirmation of a diagnosis of chemical burn was inconsistent with fact that the pt first began to experience pain nearly two days after initial colonoscopy. Normally, in response to a chemical burn, pt would have been expected to experience pain not long after exposure to the chemical. In summary, pt's extensive and complicated medical history made it extremely difficult for physician to determine whether pain experienced by pt on 12/11/97 was directly related to glutaraldehyde exposure, or complications of pt's complex medical history and condition. Pt was not admitted to hosp on 12/11/97, but returned on 12/12/97 and 12/15/97 for follow-up evaluations by physician. As of 1/13/98, hosp personnel reported that treatment had been successful since there have been no further complications and the pt is doing extremely well.